Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical record were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, a headless pin was used to secure the tibial cutting guide. During attempted removal of the headless pin with a pin puller, the pin became disengaged from the puller. The surgery was completed with a second device. Post-operatively, the retrieved pin was noted to be missing a portion of the sharp end. A post-operative x-ray confirmed that a fragment of the headless pin remained retained in the patient¿s tibia. Attempts have been made and all available information has been provided.